Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure (batch no. D87032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure (batch no. D87032) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient was injured severely and permanently. Lot number:d87032 UDI: (B)(4); production date: 2015-04-29; expiration date: 2018-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in an adult female patient who had essure inserted (lot no. D87032) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). The patient had a medical history of weight loss, panic attacks, anxiety, painful periods, pelvic discomfort, spotting vaginal, menses irregular, cesarean section (had 2 previous), amenorrhea, abortion, parity 2 and multi gravida. Concurrent conditions were listed as vitamin b12 deficiency, night sweats, hot flashes, seizures, right lower quadrant pain, abnormal uterine bleeding, menorrhagia and dysmenorrhea. Concomitant products included lorazepam, mirena (levonorgestrel) and concerta (methylphenidate hydrochloride). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital hemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy and essure removal). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital hemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Essure was removed on (B)(6) 2021. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient was injured severely and permanently. The essure coil was inserted without complication. 5 coils trailing on the left and 3 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2020: d normal external genitalia. Vagina and cervix are normal. The iud string was seen. A pap smear was done. Bimanual exam revealed a normal size uterus, mobile and nontender. The adnexae are negative for mass or tenderness. I advised her that we could do a laparoscopy and bilateral salpingectomy and probable removal of the essure devices although sometimes a portion of the essure device remains because it may be solidly fibrosed into the uterus [hysterosalpingogram] on (B)(6) 2016: confirm tubal occlusion after chance of sterilization. Findings: bilateral tubal occlusion was noted. No evidence of contrast spillage [pathology test] on (B)(6) 2021: bilateral fallopian tube with essure coils laparoscopic bilateral salpingectomy: -fully cross-sectioned fallopian tubes with no significant histologic abnormality - essure coils gross description: the specimen consists of three pieces of fallopian tube. The first is pink tan and tortuous with a fimbriated end and measures 7.5 cm in length x up to 0.6 cm in diameter. At the proximal resection margin there is an exposed coiled wire. The second length of fallopian tube includes the fimbriated end and measures 4.4 cm in length x up to 0.5 cm. The third segment is without a fimbriated end and has a protruding coiled wire. Also included in the container is another coiled wire. [Ultrasound pelvis] on (B)(6) 2019: result: a normal sized anteverted uterus is present measuring 9 x 3 cm. With endovaginal scanning the endometrium is found to be thin measuring 5 mm. An intrauterine contraceptive device is in good position in the cavity. No polyp or fibroid is identified. The left ovary contains a 1.6 cm cyst consistent with a dominant follicle. There is at least one other tiny follicle. The ovarian volume measures 6 cc. The right ovary measures 4.9 cc in volume. It contains 3 follicles. The largest measures 1.1 cm. Impression: normal ovaries with no suspicion of polycystic ovarian syndrome. Iucd in good position. [Ultrasound scan] on (B)(6) 2016: uterus: anteverted impression: blood and clots within uterine cavity but no evidence of retained product (retained products are unusual post csection) lot number:d87032 UDI: (B)(4); production date 2015-04-29. Expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: medical record received. Lab data including ( surgical pathology report) added. Medical history, concomitant conditions, historical drugs added. New reporters are added. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.